Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited undersensing. No changes or interventions were reported. The patient condition is not known.